Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported leak and crack were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. It is likely that the syringe or flushing device was over-tightened causing the luer to crack at the threads. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use, the acculink stent delivery system could not be flushed; a crack was noted in the flush port and possibly leaked. There was no patient involvement. No additional information was provided.